Event description:
It was reported the black cover melted in the patient. A (0-30 min) delay was noted. No patient injury or complications were reported.

Manufacturer narrative:
The initial 30-day submission was inadvertently filed under the incorrect manufacturing registered site code. (B)(4).

Manufacturer narrative:
The device, used for treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual evaluation under magnification shows minimal electrode wear with discoloration present on the cap. There is discoloration on the shaft as well as damage to the black shrink tube which is most likely due to plasma etching. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and registered an e-7 error. The error was by-passed and was activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was tested and performed as intended. The complaint has been visually verified as there is damage to the black covering (black shrink tube). The root cause could not be determined with confidence as several factors could have led to the damage to the black covering which includes: the device coming into contact with another metallic object during activation or having insufficient saline solution which causes plasma etching. The instruction for use (¿IFU") outlines instructions, warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.